Manufacturer narrative:
The s-ICD remained implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da error message. It was determined that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. A review of the memory was performed and a da alert could not be found. The oldest entry in the memory log was (B)(6) 2014 and the da alert occurred on (B)(6) 2011. The da alert was overwritten with newer data. The da error/alert occurred due to a memory inconsistency in the active device firmware. When a firmware reset occurs, the device emits beeping tones during the reset. Temporary performance anomalies may occur until the error is detected and corrected upon completion of the hourly cyclic redundancy check (crc). This s-ICD was exposed to simulated heart load conditions to test the sensing and defibrillation functions. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in shock therapy output. Laboratory analysis concluded that the s-ICD experienced a memory error while in the field that was appropriately self-corrected. After the self-correction, the device was able to sense and deliver therapy.

Event description:
Over six years later, the s-ICD was explanted for normal battery depletion and returned.